Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion (pe) and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the physician thought all the tension was removed and when the delivery catheter handle was pulled back, the catheter slipped and poked the heart which resulted in a pericardial effusion (pe). The pe was treated with pericardiocentesis. One clip was implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported issue of unintended movement could not be determined in this complaint. Pericardial effusion (pe) appears to be a cascading effect of the unintended movement, and pe is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Additional therapy/non-surgical treatment was result of case specific circumstances as pericardiocentesis was performed for treatment. There is no indication of a product issue with respect to manufacture, design or labeling.